Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, no discrepancies detected. During the functional testing, the sample passed the leak test. No root cause has to be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported that during the pre-use check and air leak from the product was detected. No patient injury was reported.